Event description:
The customer reported that the workstation would intermittently hang up. The field engineer noted that the system would intermittently not perform fluoroscopy. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. An intermittent problem is suspected. The customer will continue to monitor the system. Presently, the system operates as intended.